Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: dil cath: nc trek, guide wire: asahi prowater, rotowire floppy. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident however the treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Hypotension, perforation and cardiac tamponade are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. Based on the information provided, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat an eccentric lesion with 80 % stenosis, heavy calcification and mild tortuosity in the proximal left circumflex (lcx) artery. A 2.75 x 28 mm xience alpine was deployed at 18 atmosphere (atm) at the lesion. Post-dilatation was performed with 3.0 x 12 mm nc trek balloon to 20 atm. During the inflation, the patient experienced sudden chest and neck pain. The balloon was removed from the vessel; however, fluoroscopy showed active bleeding from superior aspect of the lcx just distal to ramus takeoff. An attempt to re-advance the 3.0 x 12 mm nc trek balloon was made, but it could not cross the xience alpine stent. The balloon was inflated to stop the bleeding; however, the proximal end occluded the left main. The patient became hypotensive and phenylephrine was given. The nc trek balloon was rapidly exchanged for a new 3.0 nc trek balloon which advanced easily and was positioned over the perforation but out of the left main. The balloon was inflated to 5 atm with good sealing of perforation. Patient was relatively hypotensive, thus emergent pericardiocentesis was performed for cardiac tamponade. The balloon was then deflated and rapidly exchanged for a 3.5 graftmaster. The graftmaster was positioned from the ostium across the perforation and inflated to 14 atm. This resulted in cessation of bleeding. The vessel was re-imaged after 10 minutes and the perforation remained sealed. There was no clinically significant delay in the procedure. No additional information was provided.